Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure line disconnect alarm. The device was in clinical use when the issue occurred; it was reported that the device kept operating when the alarm occurred. The device was then removed from service. There was no medical intervention or delay in therapy reported. There was no patient or user harm reported. A philips service engineer (se) reported that the device was connected to a test breathing circuit and test lung. A test run was performed, and the se reported that the issue was not duplicated. The se evaluated the event log, and no occurrence record of an error indicating malfunction was found. A functional test was then performed, and no abnormalities were confirmed.